Event description:
It was reported that the pt underwent a cervical discectomy at c6-7 with implantation of artificial disc in 2006. While preparing the endplate the motor stopped working and resulted in an imperfect positioning of the implant. F/u x-rays showed implant malpositioned as well as the absence of mobilization at the segment. It was reported that the pt was clinically well and returned to normal activities post-op. No pt complications were reported.

Manufacturer narrative:
No prod was returned to medtronic for eval. A review of post-op x-rays revealed a malpositioned implant. Unable to determine cause of the event.